Event description:
Reporter alleged that the inform meter has two pins that are melted together. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the suspect device.